Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the portable detector "skyplate" has been dropped and now it won't turn on. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer (fse) investigated on site. As first solution the battery pinned were corrected and battery was set back in. This failed further on, so the only solution was a replacement of the large detector. A quote for a new detector was sent to the customer but they did not order until it expired. Finally, the system meets the specification for the performed service and is returned to use since spare detectors can be used. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.